Event description:
Caller states that the pt tested 6.6 inr on device using strip lot 285a while a lab drawn within 30 minutes returned as 4.6 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, caller states that strip lot is not available for return.